Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred after pumping was stopped. Reportedly, the user does not believe they stopped insulin delivery. Review of pump data confirmed that the user interacted with the pump to stop insulin delivery; however, the user had no recollection of the event and stated that they must have stopped insulin delivery in their sleep. The user's blood glucose level was 140 mg/dl.